Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty inserting the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was provided: the proximal shaft separated during use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-left main coronary artery that was 90% stenosed. The nc traveler rx 3.0 x 12 mm balloon catheter tip could not be loaded on the proximal end of the guide wire and was noted to be damaged. Another balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis of the returned device revealed there was a tear in the guide wire exit notch and the inner member was separated.